Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a surgical process, this disposable pressure transducer (dpt) did not perform readings. As per customer's opinion, there was a foreign object blocking the tubing. To solve the issue, the device was replaced. There was no allegation of patient injury.